Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Troubleshooting could not be performed as the occlusion alarms had occurred in the past. The customer's blood glucose level was 126 mg/dl.